Manufacturer narrative:
The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported by the patient (a physician by profession) that he had allergy to component of cement in left knee replacement surgery performed on (B)(6) 2014. He had knee replacement to his left knee, the patient's first knee replacement was 10 years earlier on his right knee and it was a breeze and by 9 months, he was back to zumba. However, from the very beginning after the left knee replacement with a depuy rotating platform, the left knee was hot, swollen, tender, and after the physician therapy, his knee would be on fire for 1-2 days. The patient believes that he had an allergy to the benzoyl peroxide in the cement which was causing continued pain and disability, reasoning behind this hypothesis is that the patient had an allergy to lovanox injections which were a class type 4 hypersensitivity reaction with large painful ulcers at the injection sites which developed over a few days after the injection. There were some research papers that showed that the lovanox allergy was actually to the benzyl alcohol and not to the lower molecular weight heparin. Therefore, it makes sense that the patient could have an allergy to benzoyl peroxide (one had one benzyl group and the other has 2 benzyl groups). There was not a blood test available for testing allergy to benzoyl. The patient's homemade skin patch test (under the direction of an allergist) was mildly positive to benzoyl peroxide acne cream, which was overshadowed by the florid reaction the he had to the band aid sport strip. Johnson and johnson has been stone walling the patient, and he could not find out if there was benzoyl peroxide in the band aid's adhesive. The benzoyl peroxide is present in the cement used on the patient's left knee, as documented in the safety data sheet. The patient had been to an allergist (who was befuddled), a rehab doctor who thought the patient needed inserts in his shoes, a rheumatologist who told him it was because the patient had a leg length discrepancy, and three ortho surgeons who stated that he had a continued pain because he needed more physical therapy. Ultimately after doing all the research, to conclude that it was a type 4 hypersensitivity reaction to the benzoyl peroxide, a very smart young physician who works for the patient, prescribed a high-dose prednisone taper with 3 other medication (h-2 blocker, singular, and hydroxyzine) to try and temper the hypersensitivity. The patient's pain is a bit better, but not acceptably better. The bottom line was given as: orthopedic surgeons do not believe in allergies. The FDA could do something about the ever increasing problem as more and more of the population is ageing and requiring joint replacements. The FDA could hold the device manufacturers responsible for continued surveillance and data- collection post implant, and make the information public. The FDA can issue a warning about possible metal and cement allergies to the orthopedic surgeons (they are stubborn people, so they might not even believe the FDA, there needs to be a transparency in the chemical make-up of the cement, adhesives, devices, etc.). It was a miracle that the patient found the data sheet for the cement through a (B)(6) search. He was still working on trying to convince the j&j to tell him if there is benzoyl peroxide in their strip adhesive. The FDA needs to have a registry of adverse reactions after a joint replacement. With this, the patient has queried if the FDA could find out if there is benzoyl peroxide in the band aid sport strips or if there was anything that the FDA could help the patient with. FDA medwatch number mw5059079.

Manufacturer narrative:
It was reported by the patient (a physician by profession) that he had allergy to a component of cement in left knee replacement surgery performed on (B)(6) 2014. He had knee replacement to his left knee, the patient¿s first knee replacement was 10 years earlier on his right knee and it was a breeze and by 9 months, he was back to zumba. However, from the very beginning after the left knee replacement with a depuy rotating platform, the left knee was hot, swollen, tender, and after the physician therapy, his knee would be on fire for 1-2 days. The patient believes that he had an allergy to the benzoyl peroxide in the cement which was causing continued pain and disability. The product number listed here in was an arbitrary product number. It was reported that the cement used in the patient¿s procedure was palacos cement but the specific product and batch numbers were not reported and are unknown. Consequently, a review of the specific batch device history record (DHR) could not be performed. This event was initiated to request information on allergies to benzoyl peroxide. The palacos cement is an original equipment manufacturers (OEM) product produced by heraeus medical. Zimmer biomet is the licensed distributor for this product line in the united states. A supplier field complaint information request (scir) was forwarded to heraeus medical on this complaint. The response to that scir is as follows: we would like to refer to your inquiry about information on potential allergic or sensitivity reactions to ingredients of pmma bone cements. Different articles state that benzoyl peroxide (bpo) is a problematic test substance with an inappropriate index of reaction. Thus, when a patch test is used many questionable or very low positive reactions are measured. The positive reactions are mostly a phenomenon of irritation. Real sensitizations of bpi are described for example in dental technicians who work with dental material contacting bpo. Furthermore, it is stated that after polymerization of bone cement minimal bpo is left. This is due to the reaction during polymerization: bpo is an ingredient of the powder and functions as an initiator for polymerization. After mixing powder and liquid, the bpo reacts to n, n-dimethyl-p-touledin of the monomer liquid. During this process up to 99% bpo is used. Hence, the probability of bpi to leak out of the polymerized bone cement is very low. Thus, it is highly improbably that bpo causes reactions of intolerance. Cured bone cements from heraeus medical have been tested in accordance with din en iso 10993-10 (2003-02): biological evaluation of medical devices part 10: ¿tests for irritation and delayed-type hypersensitivity¿ and do not demonstrate any sensitization potential. However, we still recommend (see instructions for use) avoiding the use of bone cement in cases where the patient has a known hypersensitivity to any of the components. An allergy testing (skin patch test) for individual cement components can easily be misinterpreted and/or even cause an allergy. Therefore, we recommend to address open questions to the ¿working group on allergy and immunological aspects of the implant material incompatibility¿ (allergomat): http://allergomat.klinikum.uni-muenchen.de/en/ there are no additional zimmer biomet actions warranted at this time.